Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) distal conductor distorted. Additional findings of distal conductor blood/body fluid (not obstructed), blood in/on helix mechanism (sleeve head), blood in/on helix mechanism, tip seal observation and damaged at implant. Analyst commented that helix can not extend and retract due to distal conductor distortion within the connector. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the physician had difficulties extending the helix of the lead during the implant procedure. The lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.